Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of "downstream occlusion!" Was not reproduced. A review of the event history log (ehl) revealed occurrences of "downstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream sensor was out of specification. The downstream sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of occlusion alarm during device power up in the medicine department. There was no patient involvement. No additional information is available.